Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: the complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause was unable to be determined. (B)(4).

Event description:
Same case as MDR ID: 2134265-2016-10240. (B)(4) clinical study. It was reported that angina, in-stent restenosis (isr), and no flow occurred. In (B)(6) 2012, the patient presented with myocardial infarction (mi) and coronary angiography was performed. The target lesion was a de novo lesion located in the 1st diagonal branch with 95% stenosis and was 16mm long with a reference vessel diameter of 2.25mm. The target lesion was treated with direct stent placement using a 2.25x20mm promus element" plus drug-eluting stent with 0% residual stenosis. In (B)(6) 2014, the patient presented due to worsening exertional chest discomfort which was ongoing for several months. Subsequently, the patient was scheduled for cardiac catheterization in late october. 28 days later, coronary angiography was performed. The 100% stenosis in the 1st diagonal branch was attempted to be treated using a 2.25 x 20mm nc quantum apex balloon catheter. However, despite successful angioplasty, repeated angiograms revealed there was no flow in the diagonal branch. The lesion was further inflated distally and revealed that there was severe significant disease in the diagonal branch, which did not enlarge on repeated doses of nitroglycerine. Following the procedure, residual stenosis was 30% with timi flow 3. The physician decided not to place any stents or to perform dilatations, but to treat the lesion medically. The following day, the event was considered resolved and the patient was discharged on aspirin.